Manufacturer narrative:
Customer was pregnant at the time of the hospitalization and had been intermittently hospitalized due to a difficult pregnancy. Customer reported that blood glucose had been elevated at different times through the pregnancy but could not provide specific values or causes. Customer did not know if the pump was a contributor. Reportedly, the difficult pregnancy was due to pre-existing health conditions (heart problems and scoliosis) of the unborn child. The child passed away after birth on an unreported date and was unrelated to the hospitalization.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been hospitalized. Although requested, additional information was not provided.